Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant pacing failure was noted. Upon checking the right atrial (ra) and right ventricular (rv) leads the pacing thresholds appeared high. A procedure was performed and under fluoroscopy it was noted that both leads dislodged. The leads were repositioned and post-operative checks showed good results. No additional adverse patient effects were reported.